Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm but not replicate the reported issue. A visual inspection was performed, and no signs of fluid intrusion or physical damage were found. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where the fiber test, check all boards, ins buttons, direction test, sensors check, sine cycle, rom check, and brake test all passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the patient clearance up button on usm 3 was not responding, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient clearance up button on the universal surgical manipulator (usm) 3 was not responding. Restarting the system did not resolve the issue. There were no errors or honking sounds when the customer pressed the buttons. There were no errors in the system event logs. The customer undocked usm 3 and used usm 4 to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically.